Manufacturer narrative:
Product ID: 1103, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, UDI :(B)(4), expiration date: 2019-08-31. Manufacturing date: 2017-08-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a pump exchange while attempting to tighten sewing ring with torque wrench, sewing ring pin broke in half. Replaced with pin from sewing ring that came with replacement pump. A second pin broke in half while using torque wrench. A pump accessory kit was opened and pin from sewing ring used again. This was successfully tightened using torque wrench with audible click verification. The new pump was turned on and watts were within normal limits. The patient was stable upon leaving the operating room. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: two sewing rings along with their accessories were not returned for evaluation. The reported event could not be confirmed since the components were not returned and no evidence or supporting data was provided. There is no evidence to suggest that a component malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause can be attributed to excessive stress applied by tightening the screw at an angle due to limited access to the implant site or the screw was not fully supported by the sewing ring clamp, which could be caused by the user backing the screw out of the intended position, resulting in the screw breaking under load. If information is provided in the future, a supplemental report will be issued.